Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection found no anomalies. The device was able to be interrogated with a programmer without issue and a memory download was performed. A review of the memory confirmed that multiple errors were recorded that led to the device reset. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Laboratory analysis confirmed the errors and device reset; however, the cause of the errors were not able to be identified.

Event description:
Boston scientific received information that telemetry could not be established with this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) at an implant procedure. Additional troubleshooting was performed, including using a different programmer and wand, but telemetry was still not able to be obtained. Another s-ICD device was used to complete the implant procedure. No adverse patient effects were reported as this boxed device was never removed from its original packaging and implanted in the patient. Following the procedure, the field representative attempted to interrogate the s-ICD again and telemetry was able to be established. A memory download was performed and sent to boston scientific technical services (ts) for analysis. It was discovered that the device experienced several recurring errors that initiated a reset. After the reset occurred, the device was changed to therapy mode and two shocks were attempted, causing a high impedance code to be recorded. As the cause of the errors and reset are currently unknown, it was requested that the device be returned for laboratory analysis.